Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to water when it had been submerged in a pool. The customer stated that the insulin pump stopped working and alarmed battery out limit. The blood glucose reading was 138 mg/dl. She stated that there was no moisture visible in the device. She also stated that the keypad was unresponsive. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with normal operating currents. No battery out limit alarms occurred during testing. Insulin pump received with intermittent button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.